Event description:
User receiving erroneous results for ft4 for one patient who had four samples drawn on different days. Sample 1 drawn in 2008, initial result 7.77 ng/dl, repeat on same analyzer 7.77 ng/dl. Repeat on another analyzer gave 1.30 ng/dl. Sample 2 drawn the next day, initial result 7.77 ng/dl, repeat on same analyzer 7.77 ng/dl. Repeat on another analyzer gave 1.91 ng/dl. Sample 3 drawn the following day, initial result 7.77 ng/dl, repeat on same analyzer 7.77 ng/dl. Repeat on another analyzer gave 1.13 ng/dl. Sample 4 drawn two days later, initial result 7.77 ng/dl, repeat on same analyzer 7.77 ng/dl. Repeat on another analyzer gave 4.88 ng/dl. Initial results were reported. No information was provided to determine if patient was adversely affected. The field service rep determined the issue was with the patient sample and checked the analyzer. Performance tests were performed. If additional information is received, appropriate notification will be provided.